Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The issue caused the customer's blood glucose level to exceed normal limits, registering as "high." To address high blood glucose, the customer administered a correction injection using manual daily insulin. No assistance from a third party was required. Reportedly, the customer was using admelog insulin with the pump. Tandem customer technical support informed customer that admelog insulin is off-label per the user guide. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin delivery.